Manufacturer narrative:
The 510k number and the exact recall number could not be provided since no device information was provided. Possible recall numbers include z-1972, z-1973, and z-1974. H3 other text : device not yet returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was allegation of asthma (new or worsening) and copd. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.